Manufacturer narrative:
The system freezes up during a scan. The root cause analysis and corrective measures are currently under review. No harm to patients or users.

Event description:
The system freezes up during a scan causing the delay in the treatment.